Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Chole, two pouchs tore while trying to remove the specimen. The customer was able to locate and retrieve the piece through the trocar. There was no pt consequence.